Manufacturer narrative:
(B)(4). The product was unavailable for return. Therefore, an eval of the device performance was not possible. A review of the mfg records showed no anomalies. All of our valves are 100% tested at the time of manufacture.

Event description:
It was reported that the shunt was implanted on (B)(6), 2010, and the pt was kept at rest in bed at the hospital. On (B)(6), 2010, the pt fainted suddenly after going to the toilet. The CT indicated that the cerebral ventricles were collapsed. The doctor considered that the delta chamber may be disabled. On (B)(6), 2010 the pt passed away.